Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and was discharged 4 days later. The patient was treated with vancomycin injection (1gm every 4th day, route, frequency and duration were not reported, ongoing) and meropenem injection (1gm daily night dwell, route, frequency and duration were not reported, ongoing). Dianeal therapy was ongoing. At the time of this report, the patient had recovered from the event and was retrained for proper aseptic technique. No additional information is available.